Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced poor glucose control while using the ilet, experiencing a high blood glucose of 290 mg/dl for approximately five hours and a low of 52 mg/dl for approximately thirty minutes; the low was corrected with 15 grams of apple juice and the device provided a low alert. Symptoms included headache and irritability during hyperglycemia, and dizziness, lack of focus, and shakiness during hypoglycemia. Outcomes included transient hypoglycemia and hyperglycemia without the need for outside assistance or medical intervention. Investigation included review of the event details and return authorization for device and unopened supplies. Investigation of this case revealed no device alarms for high glucose and no reported device malfunction, and the device and accessories were returned. It was concluded, based on previously established findings for similar reports, that the cause was unclear.